Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera needs to be replaced. The reported issue is currently under investigation.